Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing was not performed as the device was received damaged. Visual evaluation found that the top jaw was broken off. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date: october 10, 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25 june 2024, it was reported by a sales representative via email that an ar-12990 knee scorpion failed during use. This occurred on (B)(6) 2024 in southern cross new plymouth hospital during an unknown procedure. The sales rep reported that the top jaw of knee scorpion broke when trying to pass suture through meniscus. Normal instrument usage but mouthpiece broke inside the knee. The surgeon had to use a grasper to retrieve broken piece and used another scorpion to finish the case successfully. There was case involvement.